Manufacturer narrative:
Pr# (B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator v5 and v6 leads showed dashed lines when performing 12 lead EKG measurement on a pt. There was no negative pt impact.